Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of pre-implant cta¿s confirmed that the patient had a 6.6cm max diameter aaa that was filled with thrombus. The proximal neck flow lumen diameter just below the renals measured approximately 27mm. The neck was irregular shaped, short, and contained thrombus and calcification. The infrarenal neck was angulated 50 dereeg a-p. The right common iliac artery diameter ranged from 12 ¿ 9mm, and the left common iliac artery was 22mm. The left internal iliac appeared occluded. The iliacs were tortuous. The cause of the reported proximal type I endoleak could not be determined. Images at implant and post-implant were not available for review. The reported endoleak and implant of the aptus anchors could not be assessed. It is possible that the short, conical and thrombus filled neck may have contributed to the endoleak.

Event description:
Additional information was received for this case. The physician reviewed the follow up CT for this patient. There were no endoleaks noted. In addition the physician stated that the aaa is not growing.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 50 mm in diameter abdominal aortic aneurysm. The proximal neck was 30-33 mm in diameter and 15 mm in length. It was reported that the post angiogram observed a proximal type I endoleak. The physician implanted 10 aptus anchors. The final angiogram showed the endoleak had reduced however, was still present. The physician stated the cause of the event was most likely related to the patient¿s anatomy; large diameter, short conical angled neck. No additional clinical sequelae were reported and the patient is fine.